Event description:
Device malfunction: none. Symptoms/ae: hematoma/hypotension. Time of symptoms/ae: after vessel closure. It was reported that a physician in training in the use of the starclose device achieved arteriotomy closure after an interventional procedure. The info received indicated that the clip was deployed but slight oozing from the tissue tract occurred. Reportedly, the pt remained anticoagulated with integrilin for approx 4-5 hours after the procedure. A few hours post vessel closure, the pt became hypotensive and a CT scan revealed a hematoma "going up to the abdomen" and a long retrograde dissection in the femoral artery which started near the clip. Multiple blood transfusions were given. No treatment was done for the dissection. There were no adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.